Event description:
A patient located outside of the united states underwent repair of an external pelvic organ prolapse with ovitex r. The patient experienced a recurrence of this external prolapse. This is one of two reports from the same investigator initated study.

Manufacturer narrative:
Ovitex devices are not indicated for pelvic organ prolapse procedures, thus the device was used in an off-label manner. No device problem was found from review of the DHR. The devices in ert-20f07 were produced as per established manufacturing procedures. All process specifications including package labelling requirements were met.